Manufacturer narrative:
Findings: unit had constant motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Unit had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had exposed their insulin pump to a MRI. No additional information provided.